Event description:
As reported by the (B)(4) registry, a patient experienced a vessel dissection during pre-dilation with an aviator balloon during the index procedure. At the time of the index procedure, angiography revealed 80% stenosis in the distal left common carotid artery. The lesion was described as 20mm in length, moderately calcified and eccentric. The reference vessel was 8.0mm in diameter and moderately tortuous. An angioguard rx with a 5mm basket was deployed beyond the target lesion and the lesion was pre-dilated with a 6.0 x 20mm aviator plus balloon for 30 seconds at 9atm. A grade a dissection was noted post-dilation. A 10 x 40mm precise rx was implanted at the target lesion and the angioguard device was successfully retrieved with debris observed in the filter basket. The dissection was successfully treated with the implanted stent, with post procedure dissection grade of 0. Residual stenosis was 10%. The patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) registry, a patient experienced a vessel dissection during pre-dilation with an aviator balloon during the index procedure. At the time of the index procedure, angiography revealed an 80% stenosis in the distal left common carotid artery. The lesion was described as 20mm in length, moderately calcified, eccentric, 8.0mm in diameter and moderately tortuous. An angioguard rx with a 5mm basket was deployed beyond the target lesion and the lesion was pre-dilated with a 6.0 x 20mm aviator plus balloon. A grade a dissection was noted post-dilation. A 10 x 40mm precise rx was implanted at the target lesion and the angioguard device was successfully retrieved with debris observed in the filter basket. The dissection was successfully treated with the implanted stent, with post procedure dissection grade of 0. Residual stenosis was 10%. The patient was discharged the following day. The device was not returned for analysis, therefore, no extensive analysis could be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1108347 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. In view of the planned stent procedure, the dissection occurring with predilatation was appropriately treated with the planned stent implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event.